Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned microcatheter had its tip partially missing. A bent was observed on the distal shaft proximal to the tip. Circumferential cracks were observed proximal to the tip breakage end. This suggested that the tip was separated due to tensile stress. The remaining tip was flattened and the stretched inner jacket was observed at the tip breakage end. Measurement of the remaining tip suggested the missing tip was approximately 2mm long; the tip was torn off at the junction of the polymer-only segment and polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of the production records found no indication of product deficiency. Based on the obtained information and investigation outcome, it was concluded that the bending and tensile stress that was generated with catheter manipulation exceeded the product design limit while the tip was being trapped by the moderately calcified lesion. The tip was assumed to stretched and eventually torn off. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a moderately calcified 90-99% stenosis in the lad #7. A non-asahi guide wire failed to cross the lesion. Another attempt was made to cross the lesion with a new guide wire and the microcatheter; however, it failed. A non-asahi guide wire was advanced to the d1 with an asahi dual-lumen catheter. The asahi guide wire that previously failed to cross was advanced to the lesion. This time it crossed the lesion. The dual-lumen catheter was removed to exchange to the microcatheter. After wire exchange, the microcatheter was removed when its tip was found separated. Although attempted, the separated tip could not be retrieved. The physician determined to leave the separated tip in situ as it was located at the peripheral lad. The pci was successfully completed with reestablished blood flow by stenting. The patient was without problem after the procedure.